Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the top case was cracked by handle and front corners. Case bottom was cracked on left corner and in battery bay. Cracked left plunger case. During syringe size sensor testing, the reported problem was duplicated. Syringe size value fluctuates with nothing loaded in the pump and is out of specification, low value. The root cause of the reported issue was found to be size pot no longer operates properly due to rust from fluid ingression. This issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Replaced the size pot. Calibrated the pump and performed all functional tests which passed. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that there was a failed syringe size sensor check. No patient injury was reported.